Event description:
Account contact reports: strikethrough on gown from the pack. Delivering physician had strikethrough reported from upper arms to forearms. A sample and lot number were not available.